Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 415 mg/dl. Customer¿s other blood glucose level was 384 mg/dl. The customer was treated with bolus and shots. The device was not returned for analysis.